Manufacturer narrative:
Tandem¿s t:flex user guide states ¿use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the cartridge was refilled with an additional 130 units when it was not completely empty. However, the exact amount in the cartridge prior to adding more insulin was unknown. There was no impact to the customer's blood glucose level and the customer successfully loaded a new cartridge.